Event description:
It was reported that a perforation and patient death occurred. The target lesion was located in the left anterior descending (lad) artery. A 1.25mm rotapro atherectomy device was selected to treat the lesion. It was noted that a perforation occurred in the lad during the use of the 1.25mm rotapro atherectomy device. The perforation was immediately treated with a non-boston scientific covered stent. The physician consulted surgery. A heart pump was utilized in an attempt to stabilize the patient for surgery. Surgery was not able to be performed as the patient died.